Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. A replacement wall adapter was sent to the customer and during a follow up, it was confirmed that the wall adapter resolved the charging issue. There was no impact to the customer's blood glucose level.